Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain. Symptoms of redness and sores around ipg pocket area were noted. CT scans being ordered, and antibiotics were ordered precautionary. It was also noted that the ipg had migrated laterally. The patient is progressing slowly as normal.